Manufacturer narrative:
Device is a combination product.

Event description:
Same case as MDR (B)(4) and (B)(4). It was reported that patient experienced acute thrombosis, dissection and died. The highly calcified target lesion was located in the left anterior descending artery (lad). After crossing the lesion with an unspecified guidewire, two unspecified balloon catheters were advanced with difficulty due to the calcification. A 2.5x38mm promus premier drug-eluting stent (des) was implanted in the mid lad. Following implant, a distal dissection was noted along with 18mm of disease that also needed to be treated. A 3.5x32mm promus premier des was proximally overlapped the initially placed stent. Another 2.5x32mm promus premier was advanced distally through both stents but would not deliver despite pushing hard. The device was removed and the lesion was dilated with an unspecified balloon catheter. The 2.5x32mm stent was readvanced but was still unsuccessful. The device was removed however, the stent started stripping off the balloon and accordioned inside the previous deployed stents. The physician attempted to removed the dislodged stent that became stuck in the proximal lad. The artery started to clot after 30 minutes and a ventricular support device was placed. The surgeon was called for surgery but the patient passed away before the procedure.